Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation, therefore, the reported event could not be confirmed, and a root cause could not be determined. It should be known that diabetes mellitus is a known cause of hypoglycemia.

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report that the patient experienced a big missed hypo. The sensor was inserted on (B)(6) 2015, and the event occurred on (B)(6) 2015. No additional patient or event information is available.